Manufacturer narrative:
The customer complaint that a syringe was not recognized was not confirmed or replicated since no product or device logs were returned for investigation. (B)(4) ensure an approved syringe is used (reference the user manual or tip sheets titled: alaris¿ syringe module: compatible syringes and flow rate ranges and alaris¿ syringe module: compatible prefilled normal saline syringes and flow rate ranges). Ensure the syringe is chosen correctly on the display. Selecting an incorrect syringe manufacturer and size may cause an underinfusion or overinfusion to the patient. Thick labeling or adding a component to the syringe that is larger than the diameter of the syringe may prevent the device from correctly recognizing the installed syringe. Selecting an incorrect syringe may cause an underinfusion or overinfusion to the patient. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported having issues with syringe modules, and that the most common is the module not recognizing the correct syringe size; it is varying sizes, but mostly 20ml and lower. The customer stated, "we have had a few medication events because the nurse did not catch it when programming the pump, but no patient harm." The customer is requesting a technical resource go onsite and inspect the devices they currently have in their shop, as well as their cleaning process "and such" to ensure they are handling the devices appropriately. The devices were newly installed as of october and november of 2018. The customer reported they were reviewing incidents and found they mostly all have a calibration date of january 01, 2000. The location of the event was possibly the nicu.